Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer's analysis found that the touchscreen of the programmer was out-of-calibration. It was also noted that the keyboard was damaged; the space bar was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned for repair subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.